Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon perforation occurred. A 3.00 mm x 15 mm nc emerge balloon catheter was selected for use during the procedure. It was observed that the non-compliant balloon catheter appeared to be perforated prior to intracoronary inflation. This observation was initially made during the introduction of the 0.014 inches non-boston scientific guide wire, where an abnormality in the balloons integrity was suspected. The presence of the perforation was confirmed upon attempted inflation of the balloon within the coronary artery. The procedure was completed with another of same device, and no patient complications were reported.